Manufacturer narrative:
(B)(4). Add'l info to be provided upon completion of eval.

Event description:
The customer reported that for a mnc collection procedure, they entered a target value of 200 ml. The collected plasma volume increased up to 440 ml. It was not possible to interrupt the collection. This report is being filed due to the potential for hypovolemia.